Event description:
Information received by medtronic indicated that insulin pump alarmed main arm cannot communicate with the motor arm. The customer was able to clear the alarm. The customer stated that they received request to rewind insulin pump and were able to complete insulin pump rewind. Customer stated that insulin pump was passed in self test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11d. Retainer ring = black. Customer returned pump for an alleged pump error 3 on event date (B)(6) 2022. Pump passed displacement test, self test and p-cap/reservoir does lock properly. However, damage to retainer ring was noted. History/trace downloads were successful using thus software. Pump error 3 confirmed on (B)(6) 2022 10:30:13.000 in consequence of pump error 54. Pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked retainer. In summary, pump error 3, a consequence of pump error 54, confirmed due to software issues. Moisture damage was noted on the force sensor. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.